Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Was the procedure completed successfully? Procedure name and event date? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was not returned t for evaluation. Visual inspection was conducted on the pictures received. Visual analysis of the pictures received determined that one opened sample with a breakage used suture and with apparently fraying of product code jp493g could be observed. The picture is not clear to determine the assignable cause. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke and frayed when it is passed through the nostrils. No adverse patient consequences were reported. Additional information was requested.